Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an annoying glare in the image. The issue occurred during an unspecified surgery. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the subject device had an annoying glare in the image. The issue occurred during a therapeutic laparoscopic left hemicolectomy. The planned procedure was completed using replacement device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and stripes in image occurred. The cause is linked to the device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.